Manufacturer narrative:
A review of the logfile for the reported treatment day shows warning messages appearing multiple times. The message indicates that the treatment was interrupted because the laser pedal was released by the user and the other indicates the treatment was interrupted and the laser system is in standby mode. All treatments on that day were completed to 100%. The root cause for the laser stop was user handling, there was no technical problem. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, during the last excimer treatment of the day the laser stopped working. After the technician pressed the "ok" button the treatment was continued. This occurred two times during the same procedure. The surgery was completed the same day without harm to the patient.